Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged several days after pocket closure. Additional information from the field representative had indicated that the patient was unaware of lead dislodgement and there were no symptom that was related to it. The lead dislodgement was suspected during wound check several days post implant of this ra lead as evidenced by a decrease in p wave amplitude and there was no atrial capture. Chest x-ray had confirmed the ra lead dislodgement. The physician then performed a surgical intervention and this ra lead was successfully repositioned. No additional adverse patient effects were reported.